Event description:
A customer had given a set to carefusion sales rep. A hand written note from the nurse regarding this set. The note stated that she used primary tubing set to give a secondary medication, cefepime. She noticed that the medication was flowing into the primary tubing and that the primary tubing did not have a back check valve. She was unclear as to the tubing reference number and whether or not the tubing was supposed to a check valve or not. She was able to give the medication from the primary bag since it was a 250 ml bag. No pt harm or medical intervention required. No further pt or event info provided.

Manufacturer narrative:
(B)(4). The customer's report of no back check valve and flow into primary was confirmed. The received set did not have a check valve component as expected for set model 2426-0500. No functional testing was performed on the set as the set was found to be misassembled. The cause of the customer's report was identified as the set not having a check valve component. The root cause of the customer's report was due to the set being misassembled during the mfg process. MFR has been notified of the misassembled set.